Event description:
The customer reported that following a diagnostic catheterization, a vasoseal vhd collagen plug was deployed. The patient returned to the physician with a groin infection. A surgical incision and drainage was performed and the vasoseal vhd sheath was found in the tissue tract. The sheath was removed and no further complications were reported.